Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection the subject liner was returned in used condition with damages consistent with the reported implantation attempt. Imprint damage on the distal hemispherical surface indicates the liner impinged on incompletely seated screw heads during impaction. Functional inspection an accurate functional inspection cannot be performed due to the damage to the locking features from the implantation attempt. Dimensional inspection: an accurate dimensional inspection cannot be performed due to the damage to the locking features from the implantation attempt. The investigation determined the root cause of the event to be impingement of the liner on incompletely seated acetabular screws during insertion and attempted locking. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that thetrident insert was not locked with trident cup. The insert was changed the new same one and the cup was not changed, and the operation was succeeded.

Event description:
It was reported that thetrident insert was not locked with trident cup. The insert was changed the new same one and the cup was not changed, and the operation was succeeded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.